Event description:
Reportedly, the patient underwent a ventricular lead revision due to oversensing. (B)(4). The device has been disconnected from both leads and a new ventricular lead has been implanted. All leads have been measured with psa analyzer and showed good values. The device has been reconnected and impedance and pacing threshold values showed good values, but the a sensing showed 0.4mv only. The atrial and ventricular iegm looked the same. Therefore the connection of the device has been checked again. After this check, the atrial iegm was a nearly flat line. The iegm did not appear after sensing test started and the test was running, but appeared after the stop button has been pressed. The physician decided to replace the subject ICD and to implant a new ICD. This solved all problems immediately. The isoline lead was left in place.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.